Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01674. This report is being submitted as additional information. Approximate age of device- 4 years and 5 months. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The returned mobile power unit was evaluated under . The unit was tested for several days and the reported event could not be reproduced. Using a test mock-loop, the customer¿s battery and v-lock ac power cord, the unit underwent a full functional test and passed all test steps without reproducing any issues including the reported event of a no external power alarm. The submitted log contained approximately 25 days of data.. On (B)(6) 2017, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.6v in approximately 2 seconds activating the no external power alarm. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored. The pump support was not affected and the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. During testing, the mobile power unit was found to operate as intended without reproducing any issues. Old batteries were replaced, a functional checkout was performed and the mpu was returned to the rental pool. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the evaluation of a log file by the manufacturer's technical services revealed a no external power event on (B)(6) 2017 that appeared to be related to a loss of power to the mobile power unit (mpu). Additional information was requested, but not yet provided.